Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 540-541 mg/dl. The customer changed the cartridge, infusion set and delivered a correction bolus to address high bgs. The contact suspected that the cause of the high bg may have been due to "bad" sites." Ultimately, the cause of the high bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
D2b.